Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d234vrc implantable cardioverter defibrillator (ICD). (B)(4).

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead due to short interval counts (sic) and non-sustained ventricular tachycardia (nsvt) episodes. It was also noted that lead impedance was low but stable. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The lead integrity alert (lia) triggered. Three patient alerts for lead failure predictor occurred between (B)(6) 2012 and (B)(6) 2013. Oversensing also occurred. 10 ventricular non-sustained ventricular tachycardia episodes of less than or equal to 210 ms occurred between (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.